Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. Metallic stent in an all-comers population undergoing percutaneous coronary intervention. The two rx absorb 2.5 x 28 mm devices are being filed under a separate manufacturer report numbers. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of death and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This was reported via review of article titled, comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case #12: it was reported that the procedure was to treat a lesion located in the proximal left anterior descending (lad) artery. Predilatation was performed with a 2.5x30mm unspecified balloon catheter at 10 atmospheres (atm). Three absorb (2.5x28 x 2, 3.5x28) were deployed with 10 atm. Post dilatation was performed with a 3.5x28mm balloon catheter at 14 atm. The patient was placed on dual anti-platelet therapy consisting of ascal and ticagrelor. The patient reportedly died on an unspecified date due to probable sub-acute scaffold thrombosis. No additional information was provided.